Event description:
The healthcare professional (hcp) reported the patient used to feel therapy on both sides, but now she only felt stimulation on right side. The hcp further reported there was a possible need for revision. The patient was inpatient due to something going on with her scs system, but there were no further details. The patient stated the battery was not working and she thought it was going dead. It was not stimulating in the correct location. There was uncomfortable stimulation. It was not in the low back and legs. After that, she had not felt the stimulation relief she needed in her low back and legs. Impedances were within normal limits, except for electrode #7, which was out of range. Moving the configuration up and down the paddle with different pulse widths and varying rates only gave the patient uncomfortable stimulation bilaterally under her ribs. The issue that led to the event was that the patient slipped on ice and fell down. She felt excruciating pain for a few days and ended up in the hospital because she was hurting so badly. She was discharged and had a follow up in the office today. X-ray images were ordered and CT images were to be requested from the hospital so the physician can verify lead placement or migration. Surgical intervention was possible depending on the results. The patient was experiencing more leg pain since the stimulator had not been working adequately for her. It was further reported that the result of the x-ray was that the lead position had not changed. The manufacturer representative was not aware of what the next course of action would be for the patient. The patient outcome was alive with no injury. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.